Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, a physical as well as a functional evaluation could be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. However, hemorrhage is a known risk associated with endovascular procedure and noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the thrombectomy procedure to treat a cardiogenic embolus of the right middle cerebral artery (mca) m1 segment subarachnoid hemorrhage (sah) occurred in the treated area. The patient recovered without treatment. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the thrombectomy procedure to treat a cardiogenic embolus of the right middle cerebral artery (mca) m1 segment subarachnoid hemorrhage (sah) occurred in the treated area. The patient recovered without treatment. No further information is available.